Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other bmw hydro guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat both a bifurcated first diagonal lateral (main branch) and medial branch lesions. Both branches were pre-dilated with a 2.0mm compliant balloon. A balance middleweight hydro (bmw) guide wire (gw) was advanced without issue. Optical coherence tomography (oct) was performed to the main lateral branch without issue with the dragonfly optis oct catheter. However, during removal of the oct catheter, there was noted resistance with the guide wire. The oct system came out with a reasonable amount of force and was removed from the body. The guide wire position was lost and it was decided to then remove the gw. Once the gw was removed, it was noted to be damaged (curled from the tip to core). The medial side-branch was rewired with a new bmw hydro wire without issue and a stent was deployed. A second oct catheter was used to assess the previously deployed stent of the main diagonal branch. However, when removing, there was resistance noted again with the gw. Both devices had to removed together. The gw remained inside the gw lumen of the oct catheter. Another bmw gw was used to re-cross the lesion. Then a third stent was deployed and post dilated to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat both a bifurcated first diagonal lateral (main branch) and medial branch lesions. Both branches were pre-dilated with a 2.0mm compliant balloon. A balance middleweight hydro (bmw) guide wire (gw) was advanced without issue. Optical coherence tomography (oct) was performed to the main lateral branch without issue with the dragonfly optis oct catheter. However, during removal of the oct catheter, there was noted resistance with the guide wire. The oct system came out with a reasonable amount of force and was removed from the body. The guide wire position was lost and it was decided to then remove the gw. Once the gw was removed, it was noted to be damaged (curled from the tip to core). The medial side-branch was rewired with a new bmw hydro wire without issue and a stent was deployed. A second oct catheter was used to assess the previously deployed stent of the main diagonal branch. However, when removing, there was resistance noted again with the gw. Both devices had to be removed together. The gw remained inside the gw lumen of the oct catheter. Another bmw gw was used to re-cross the lesion. Then a third stent was deployed and post dilated to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to filing the initial report, device analysis noted that the shaping ribbon and coils were separated from the tip ball and the center solder was not readily visible from the stretched/bunched coils thus deemed separated. The account confirmed that the shaping ribbon and coils did separate from the tip ball. Nothing remained in the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove was not confirmed due to device condition. The noted separation on the shaping ribbon and noted damage to the coils are likely caused by both the use of the device during the intricate procedure of the oct catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other incident from this lot; however it is related to the same event. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy resulted in the reported difficulty to remove. Manipulation/ handling in attempts to remove the guide wire ultimately resulted in the noted damage to the coils and shaping ribbon. There is no indication of a product quality issue with respect to manufacture, design or labeling.na